Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing peritoneal dialysis therapy. On the day of onset, the patient was hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported), gentamicin intraperitoneally (dosage, frequency, and duration not reported), and keflex intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis. On an unknown date, the peritoneal dialysis catheter was removed and the patient switched to hemodialysis therapy. The patient was recovered from the peritonitis. No additional information is available.